Manufacturer narrative:
The facility believes the patient's right eyebrow hit a footswitch on the floor. The nurse said the patient had been unwell from the time the blood was drawn before the mammogram was taken. The radiologist later confirmed that the patient had no pain during the mammogram itself. Fujifilm determined that the cause of the adverse event was the patient's condition.

Event description:
On (B)(6) 2023 fujifilm corporation was infomred of an event involving fdr ms-2000. After a mammogram, the patient had a vagal reflex, collapsed, and lost consciousness. When falling, the patient hit near the right eyebrow, resulting in a cut of approximately 1 cm. The wound was sutured. There was no death reported with the event.